Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the programmer made an incorrect overestimation of longevity. The device was explanted and replaced due to normal eri. The patient was in stable condition.